Event description:
During a maude database review the following report was identified and referenced under report number: client utilizes a #8 shiley, cuffed non-fenestrated trach attached to the ltv 1000 ventilator 20hrs a day, with 4 hrs off the vent. In early 2009-trach change in home, cuff deflated within 10 minutes and unable to hold air. Reinserted new #8 cuffed shiley. Observed some bleeding from trach for 5 days. A month later - emergency unplanned trach change due to cuff not holding air. The following month - emergency unplanned trach change due to cuff not holding air. Please refer to attached maude adverse event report.

Manufacturer narrative:
No analysis or conclusion can be established because no sample or lot numbers were provided for investigation. Review of the covidien complaint database has been performed and the reported customer event has not been reported to covidien. The customer name and contact info is unavailable. If any new info is provided and/or becomes available related to this report, a supplemental report will be provided.